Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve was implanted on (B)(6) 2021. Patient dealt with programming issues as well as underdraining. Shunt was explanted on (B)(6) 2022 and replaced by another shunt.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828807pl) was returned for evaluation. Device history record (DHR) - the product code 82-8807pl with lot 5039402, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard raised and a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for the, for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism , as shown in the investigation no functional issues were noted.